Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the neurostimulator (ins) not working was that the battery was dead and unable to be charged. Its noted that the patient doesn't have a rechargeable device. The hcp reported that they were unable to resolve the issue due to currently undergoing cancer therapy. The hcp reported that the ins not working had not been resolve at this time but there were plans for future replacement when able. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of rsd/causalgia- complex regional pain syndrome. It was reported that the patient reported that "the darn thing doesn't work anyway". No further detail was known. No further complications were reported or anticipated. No symptoms were reported.